Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., b.3., b.6., d.1.., d.2a d.2b., d.4., d.6a., d.6b., h.4., h.6.

Event description:
Healthcare professional reported "rupture" confirmed via MRI. Later healthcare professional reported "chest injury (fall)". This record is for the left side. Device was explanted and replaced. Device will not be returned.

Event description:
Healthcare professional reported left side rupture confirmed via MRI. The device remains implanted.

Manufacturer narrative:
Clarification to d6a: partial date of 2019 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.